Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. Cuff and balloon were explanted and replaced. No information about the patient outcome is available at the moment.